Event description:
On may 12, 1997 oec medical systems received a report of an accidental radiation occurrence at hospital to an oec model 9600 series c-arm. During a procedure when the x-ray (on) footswitch was released, the system continued to produce x-rays. System operator shut off the disengage x-rays. Hospital staff chose to remove system from room and use backup equipment to finish the procedure. Field service engineer was able to diagnose the malfunction as fluids inside the footswitch. Fse removed and replaced footswitch, tested/inspected and returned system to current specifications. A formal failure investigation into this incident, has been opened.